Event description:
It was reported that this right ventricular (rv) lead exhibited increase in shock impedances, noise and high threshold values. It was noted that the x-ray imaging showed that the right ventricular (rv) lead rv lead had slightly pulled back but deemed still was in satisfactory position. Upon review, technical services (ts) stated that the shock impedances were increasing gradually and within the normal range. Ts stated that the presenting electrogram (egm) showed no noise. Ts also stated that there were only a few rv intervals recorded at over 250 bpm, so it appeared that noise was not being sensed consistently. Ts recommended in-clinic assessment to try and recreate the noise and look for any impedance changes and also to consider an x-ray of the device and lead system for any visible problems or movement. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited increase in shock impedances, noise and high threshold values. It was noted that the x-ray imaging showed that the right ventricular (rv) lead rv lead had slightly pulled back but deemed still was in satisfactory position. Upon review, technical services (ts) stated that the shock impedances were increasing gradually and within the normal range. Ts stated that the presenting electrogram (egm) showed no noise. Ts also stated that there were only a few rv intervals recorded at over 250 bpm, so it appeared that noise was not being sensed consistently. Ts recommended in-clinic assessment to try and recreate the noise and look for any impedance changes and also to consider an x-ray of the device and lead system for any visible problems or movement. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of shock impedance high within normal limits - increasing gradually was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.